Event description:
On (B)(6) 2013, it was reported that the keypad was lifting and the down arrow keypad button was difficult to press and was responding intermittently. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-aug-2019 with the following findings: the keypad was found to be peeling; no other damage was observed. All of the keypad buttons were intermittently unresponsive during testing. The keypad was removed and contamination was found on all the button contacts. Unrelated to the original complaint, investigation revealed a crack in the battery compartment and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.